Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This complaint is for a report of an overprime - leak out of patient line. The complaint was not confirmed due to a lack of sample and no root cause has been identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a follow up call for a related complaint file, the care giver (cg) reported to product surveillance that she did not notice any visible damage or abnormalities with the cassette that was in use ; however, did note that solution leaked out of the top of the patient line. The cg confirmed there was no leak in the cassette. The cg stated she was able to resume therapy successfully with new supplies. The cg reported no adverse event resulting from this incident.